Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead have been possibly reversed in the header. It was also noted that the rv lead exhibited oversensing and high number of the sensing integrity counter (sic) episodes. Rv lead and ra lead remains in use. No patient complications have been reported as a result of this event. 2022-04-15 it was further reported that the reverse of the leads was confirmed. The rv and ra lead were repositioned and remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.